Event description:
It was reported that a loss of capture was observed on the lead. The patient complained of chest pains. Echoscopy revealed no evidence of pericardial effusion. The physician elected to reposition the lead.

Manufacturer narrative:
No medwatch form was received.